Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a product usability issue ¿ the patient found the onetouch verio iq meter impractical as it had to be charged. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on an unspecified date during the ¿(B)(6) of 2014¿. The patient manages their diabetes with insulin (no adjustments) and stated that they have been consuming less food/drink since the alleged issue occurred. The patient stated that an unknown period of time after the alleged issue occurred they experienced the symptom of ¿shaking¿ and the patient also ¿fainted¿. The patient visited their doctor¿s office during the (B)(6) of 2014 as a result of these symptoms where they had their regular diabetes management regimen changed. They had 2 units of novo rapid removed and 6 units of lantus added to their daily routine. The total dosage of insulin the patient now currently takes was not specified. During this doctor¿s office visit at the (B)(6) of 2014 the patient¿s blood glucose was also measured on an unknown onetouch meter and a result of ¿45mg/dl¿ was obtained. During troubleshooting the csr noted that the patient stated that they would prefer a meter which did not require charging and took batteries instead. The patient¿s product was replaced and requested for evaluation. This complaint is being reported because, the patient claims they experienced symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.